Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The following cosmetic damage was noted: minor scratches on the lcd window, cracked reservoir tub lip, and cracked battery tube threads.

Event description:
Customer reported via phone, the insulin pump had alarmed button error and the buttons were unresponsive. Customer was sitting when the alarms occurred. Customer's blood glucose was unknown. Customer stated the device briefly had contact with water. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.